Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be replicated through simulated use testing. Battery voltage tested within specification and the unit functioned normally on external power. It is possible that the battery was in need of charging at the time of the event. Periodic maintenance was performed including calibration and burn-in and the unit was returned to the end user after it tested within specifications.

Event description:
Pt was being supported on an impact 754 portable ventilator system and it was reported that the ventilator alarmed "low battery" and the device stopped working. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that a serious injury to the pt did not occur, and though it was not reported that back-up equipment was used, we have submitted this as a serious injury event because back-up ventilation equipment may have become necessary to preclude permanent impairment or damage due to the unexpected device activity.